Event description:
It was reported by customer that 3 of the bd cathena¿ safety IV catheter with bd multiguard¿ technology during placement had the safety mechanism become dislodged and the sharp exposed to the clinician. The following was received by the initial reporter: 3 of the 20g cathena catheters during placement had the safety mechanism become dislodged.

Manufacturer narrative:
H.6. Investigation summary: a trend for the safety shield activation failure (catheter) failure mode for lot 2238464 has been identified. The appropriate personnel have been notified of this complaint. Bd determined that the cause of the failure was related to our manufacturing process. Actions to address this trend have been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a notable preventative maintenance occurred which could be related to the cause of this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that 3 of the bd cathena¿ safety IV catheter with bd multiguard¿ technology during placement had the safety mechanism become dislodged and the sharp exposed to the clinician. The following was received by the initial reporter: 3 of the 20g cathena catheters during placement had the safety mechanism become dislodged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.